Manufacturer narrative:
On (B) (6) 2007 the customer reported using external demand pacing, set to 60bpm, on a pt. The pt's heartrate went below 60 and the defib started pacing as intended. However, once the patient's hr went to above 60 (60-130bpm) the defib continued to pace. The biomed could not duplicate the reported symptom using a stimulator. On 5/15/08 the hospital biomed reported that they are considering the issue a user misunderstanding. They have placed the device back into service and will monitor it. Given that the problem could not be confirmed, and given that the hospital biomed believes this is a user misunderstanding, we will not consider this to be a malfunction. (B) (4).

Event description:
On (B) (6) 2007 the customer reported using external demand pacing, set to 60bpm, on a pt. The patient's heartrate went below 60 and the defib started pacing as intended. However, once the patient's hr went to above 60 (60-130bpm) the defib continued to pace. The biomed could not duplicate the reported symptom using a simulator.